Event description:
It was reported during a surgical procedure at the user facility the device had an error code that could not be cleared resulting in the procedure being canceled. It was reported there was no medical intervention or patient impact.

Manufacturer narrative:
The device was repaired and returned to the user facility.

Event description:
It was reported during a surgical procedure at the user facility the device had an error code that could not be cleared resulting in the procedure being canceled. It was reported there was no medical intervention or patient impact.